Event description:
It was reported that the asymptomatic patient presented in clinic for a routine device check. The patient was not dependent on the system for normal function. It was reported that high ventricular rate episodes indicative of noise were observed on the right ventricular (rv) lead. The noise was not reproducible with isometric exercise. The rv lead was being monitored. The patient was stable.